Manufacturer narrative:
The device was manufactured from march 10, 2021 - march 11, 2021. The actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a small volume infusor. It was observed that midway through the infusion, the device stopped the medication delivery to the patient. The issue was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.